Event description:
The pt's attorney reports that "on or about 04/29/97, while being used as intended by defendants hospital and dr in the course of a surgical operation on plaintiff at medical center, the scs extension cable broke and lodged in the back of plaintiff where it was unable to be removed. ..on or about 05/09/97, while dr was attempting to perform the insertion of an internal scs receiver, the scs extension cable became dislodged from the scs lead and upon attempted removal of the scs extension cable by dr in the scs extension cable broke, thereby making it impossible for dr to complete insertion of the scs receiver. ..on or about 03/11/98... Plaintiff was required to undergo another operation in order to complete insertion of the internal scs receiver."